Manufacturer narrative:
Investigation outcome: the complaint was received as follows: ¿the customer reports that the device is generating an exhalation obstruction alarm. This t1 was sent to reno for troubleshooting a few weeks ago. Please advise.¿ on the (awareness date 24.sep.2025) the user reported the device failed during the ventilation. The reported event date is 16. September.2025. The log files were provided. - there was a patient involved. - some medical intervention was required, (not informed which medical intervention was performed). - case was not reported to authorities. - no indication that the complaint resulted in death, injury, or serious deterioration in the health of the patient, user or third party. On the reported event date, the ventilation software was switched on. The device alarmed with "wrong expiratory valve", "flow sensor calibration needed". The device was connected to the ac but the battery was discharging. There was an indications that a neonatal patient was being connected to the device, zero minutes of ventilation registered. The log files show that the selected ventilation mode was "psimv+" - pressure support synchronized intermittent mandatory ventilation plus, and the device immediately triggered the following alarms:"vt low", "low minute volume", "high frequency", and "exhalation obstructed" several times. The device was switched on again and alarmed with "wrong expiratory valve" came and then the "exhalation obstructed" occurred. In this case, if a neonatal patient was connected, and the wrong expiratory valve was being used, the "exhalation obstructed" is triggered. The log files analysis also indicated that the patient remained connected for approximately one hour (from 07:30:33 to 08:31:33). While no patient harm was registered, some medical intervention was required. It was not specified what intervention was performed. Despite several attempts to contact the service technician for clarification regarding which part was replaced and to confirm whether the device passed the service software checks before being returned to use, no response was received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.

Event description:
Hamilton medical ag received the following event description: "customer is receiving exhalation obstruction alarm." No health consequences or impact. Intervention was necessary according to customer, but no details provided. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet. So far no relation to the device has been established.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4).